Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a stent placement procedure , performed on (B)(6) 2021. During procedure, when the physician attempted to deploy the stent, it was noticed that the stent was ripped/torn. It was unknown how the procedure was completed. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed the stent was torn.